Event description:
It was reported that this right ventricular (rv) lead was repositioned due to a perforation to the heart wall in an unknown location. Subsequently, this led to a pericardial effusion and required a pericardial drain to be placed. No additional adverse patient effects were reported.